Event description:
No additional information was provided.

Manufacturer narrative:
Items returned for evaluation: pusher, implant, introducer, dispenser hoop. Items not returned for evaluation: shrink lock, microcatheter, v-grip. The visual analysis of the returned items found the pusher returned without the implant attached, but no indications of activation was observed on the pusher heater coil. The implant was returned severely stretched and separated from the pusher. The investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. Functional testing of the advancement of the coil through a microcatheter could not be performed due to the coil being returned separated from the pusher. The investigation of the returned coil system found the implant severely stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported the coil was difficult to advance in the microcatheter. The doctor found that the coil was stretched and disconnected after they removed the coil from the microcatheter. Procedure completed and the patient¿s condition reported to be normal.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.